Event description:
A customer's mother reported that the units of measurement of their freestyle flash meter changed. Due to high values the child was given more insulin and became very low. The customer's mother administered dextrose; no third party intervention was undertaken. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.